Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient slipped on ice and landed on their back, breaking the spinal cord stimulation. No further complications were reported or anticipated.